Event description:
Info was received from a physician regarding a pt who received 3 injections of synvisc in bilateral knees in july 2000. Four days after the third injection the pt complained of pain and swelling in the left knee and fever and chills. Pt was found to have a septic left knee and underwent arthroscopy and treatment with antibiotics. The pt has recovered. Physician has not responded to multiple requests for further specific info such as the lot number of synvisc used and the organism cultured in the knee. No further info is expected.